Event description:
Physician applied fallopian bands to the pt's tubes. One month later the pt came back pregnant. A salingectomy was then performed and the physician claims the bands cannot be found in the pt. The physician noticed when performing another procedure on another pt the band did not go around the tubes. The physician assumed that this is what occurred with the pt who became pregnant. The pt had an abortion.